Event description:
Philips received a complaint by the customer on the v60 indicating that a spi bus failure occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a spi bus failure occurred. The field service technician inspected the device and confirmed the reported issue as the following alarms were observed at the repair center: "vent inoperative 1007 machine and proximal pressure sensors failed", "check vent: machine pressor sensor calibration data error" (1106)", "check vent: proximal pressure sensor calibration data error" (1107)", "check vent: air flow sensor calibration data error" (110e)", "check vent: o2 flow sensor calibration data error" (110f)", "check vent: o2 pressure sensor calibration data error" (1110)". The field service technician replaced the motor controller (mc) printed circuit board assembly and power management (pm) pcba, checked that the software version was 3.20, conducted a comprehensive inspection, cleaned the device, performed functional testing, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.